Event description:
It was reported that this patient passed away around 2am. The patients subsequent obituary indicates they passed away peacefully while in the care of a nursing home. A boston scientific field representative was asked to interrogate the patients implanted cardiac resynchronization therapy defibrillator (crt-d) device later that same day at the coroners office. The interrogation indicated that there was a stored a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode that same day which exhibited exhausted device therapies and an associated code 1005, which is an open circuit condition detected during a device shock. It was noted that this right ventricular (rv) defibrillation lead shock lead impedance (sli) measurement trend had been in the 90 ohm to 100 ohm range before this going back to the last remote device data transmission greater than one year ago. These sli measurements are within the normal specification range. The representative noted that device shocks one, three and eight during the stored episode from that day had corresponding high out of range sli measurements and the other device shocks from the episode had sli measurements in the mid-120 ohm range, which is high but still within the normal specification range. The tested sli when initially checked was noted to be 130 ohms, which is high out of range. Additional information received from the representative indicated that the cause of the patients death is not known at this time. Also, the crt-d device and rv lead products were not explanted and are not available for return to boston scientific. The representative sent in a crt-d device data download for boston scientific engineering review and analysis. Engineering analysis indicates the shocks show a characteristic pattern of high impedance ineffective positive polarity shocks followed by an open reverse polarity shock. It was noted that this mechanism stems from a damaged rv defibrillation lead or calcification on the rv defibrillation lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.